Manufacturer narrative:
Product analysis: the handle is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.

Manufacturer narrative:
Though the 'date of event' is not exactly known, it is known for sure that the event occured in the month of (B)(6) 2016. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was undergoing disc removal surgery, intra-op, the instrument handle broke during the surgery, no fragment of the implant or instrument remained in the patient. The product came in the contact with the patient. The surgeon simply used another pituitary. No patient complications were reported.